Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery life remaining had decreased from 67% to 14% within six months. The patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery life remaining had decreased from 67% to 14% within six months. The patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted.

Manufacturer narrative:
The returned s-ICD was analyzed, and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. Patient code 3191 was used to capture surgical intervention.